Manufacturer narrative:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 20.1 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during evaluation. The probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
The device was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, alarming at 20.1 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.